Manufacturer narrative:
(B)(4). Batch #: unk. (B)(4). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload loaded in the device. The reload was received fully fired. In addition, a tyvek was returned along with the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to would not reverse knife automatic, would not reverse button force, slide the knife reverse switch forward to return the knife to home position. To difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife did not return to home position after the 1st firing. The device was used on the blood vessel. The knife reverse switch was used, but the knife did not return and so is the manual override lever. The jaws were opened manually. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.